Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's pacemaker and right atrial (ra) lead exhibited an intermittent loss of capture and an unspecified oversensing. Additionally, the patient's right ventricular (rv) lead also exhibited an unspecified oversensing. No intervention was performed. The clinic will continue to monitor the patient. The patient was in stable condition.